Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device not working a month after the implant surgery. The device was not inflating but no other complication. . A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient was fine following the replacement surgery.